Event description:
On (B)(6) 2010, the patient in (B)(6) contacted animas to report she obtained elevated blood glucose readings and that the pump was not delivering insulin. On (B)(6) 2010, the patient obtained a blood glucose reading of 25.0 mmol/l after an infusion set/site change, and she experienced the symptoms of nausea and tested positive for ketones. The patient also reported she obtained a reading of greater than 33.3 mmol/l at an unspecified time. The patient noted she disconnected the infusion site and primed the pump, but noted no insulin was dispensed from the tubing. During the troubleshooting telephone call, the patient was able to fill the cartridge and prime the pump successfully. It is possible that the patient had not filled the cartridge previously, contributing to the issue of no insulin delivery. Troubleshooting also revealed the patient's technique was incorrect in that she used refrigerated insulin, which can contribute to air bubbles and under-infusion. All pump settings were determined to be correct. The pump was returned to animas for evaluation, and no issues were found with the pump's insulin delivery. There is no evidence the pump was not functioning appropriately. The patient's technique was incorrect by using refrigerated insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this issue occurred while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. On january 10, 2011 testing was performed and no issues were found with the pump's insulin delivery; all total basal/bolus doses delivered correctly matched those programmed.